Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 3 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 10ncm of primary stability was achieved, immediate load was performed, biomechanical overload occurred, patient presented bone type IV and bone graft was executed.